Event description:
It was reported that the patient experienced pus draining at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient was administered antibiotics and discharged from the hospital.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.